Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that an infusion that should have lasted over 25 hours completed in 1.5 hours. The customer initially requested an investigation to tell if the device was programmed manually instead of the nurse accepting the epic order that was sent to the device. There was unspecified patient harm. The customer later reported that the department where this occurred does not have epic set up for device integration, and the facility's review confirmed that the device was manually programmed. At 1230 the nurse had administered a cardizem bolus of 20 mg at a rate of 120 ml/hr and then at 1323 accidentally started the device at this same rate for a new cardizem infusion that was supposed to infuse at 5 ml/hr. The customer stated there was no device malfunction and declined further investigation.